Event description:
It was reported that an erosion of the device through the skin occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the medial segment of the lead was returned, analyzed. Analysis revealed a lead insulation breach found in vivo with outer insulation depression. Concomitant products: product ID: d334drg, implanted: (B)(6) 2011. Product ID: 694965, implanted:(B)(6) 2004. Product ID: 6945, implanted: (B)(6) 2000. (B)(4).